Manufacturer narrative:
(B)(4). The test log confirms that a pre use check was performed by the hospital, direct after the ventilator system was removed from service. The result indicates that the ventilator at that time had detected an internal leakage, as the message system volume too large was displayed. When our fse (field service engineer) visited the hospital he was not able to reproduce the reported issue. The pre use check was tested successfully; therefore no parts were replaced. Our evaluation of the received technical log, which contains information that indicates if a ventilator has a technical failure, shows that there were no recordings of any technical error codes on the date of the event, that could be traced to auto-cycling. The event log confirms that the ventilator alarmed for high respiratory rate on several occasions, that indicate that respiratory rate is higher than the set value; this alarm condition may correlate to the reported issue of ventilator is auto cycling. It was also noted that no pre use check was performed prior to the ventilator was started and put into ventilation. The pre use check is a mandatory procedure to be performed by the user before the patient is connected to the ventilator system. Based on the device log evaluation and the report from the fse there is no evidence of a ventilator malfunction. The cause of this auto-cycling event cannot be determined by this investigation.

Event description:
It was reported that the ventilator auto cycled while it was connected to a patient. The ventilator was replaced with another ventilator. There was no patient harm. (B)(4).